Event description:
As reported: pigtail of zso-7-5 was bent during preparation the nurse could not get a wire guide (visiglide 2 0.025" straight) pass (B)(4) so she used a new zso-7-5. Guide wire was not replaced (B)(4). No patient harm. Replacement device¿s lot number was not recorded. 1. For all complaints, ask: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact: prior to patient contact 2. What was the target location for the stent? Cbd. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It is stored in a plastic box inside the ercp room. When there is no procedure, the lights in the room are turned off. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? * 0.025¿ visi2, straight 5. Was the wire guide lubricated prior to use? Yes (water) 6. Was the wire guide inspected for damage prior to use? * yes 7. Was the device at the center of the complaint inspected for damage prior to use? Yes 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9. If yes please indicate the type of procedure performed. Est, stone removal 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 11. If not with the device in question, how was the procedure finished? * the new zso-7-5 was used. 12. Did the patient require any additional procedures as a result of this event? No 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: same procedure, 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No if yes, please detail any other defects observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.